Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after surgery was over, sterilization clerk was cleaning instruments and saw the femoral impactor pad was cracked and then it broke in their hands. No delay since it was after surgery, no missing pieces on impactor. No patient involvement

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected - updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified the impactor pad exhibits signs of repeated use (nicked and gouged) and a wedge of the corner has fractured off. Device was submitted for further analysis. The analysis identified overload failure or low cycle fatigue culminating in the overload failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The reported event is confirmed from product return. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.